Event description:
It was reported that the patient had ventricular fibrillation arrest. The device delivered all the therapies it was programmed to deliver but did not break the ventricular fibrillation. The patient had a left ventricular assist device (lvad), which kept them alive. The patient went to the emergency room where external cardioversion broke ventricular fibrillation. The physician elected to put in a subcutaneous shocking coil. The patient did not want defibrillation threshold testing (dft) and therefore they tuned the waveform per deft response settings. The patient was stable post procedure.